Event description:
Pt admitted 9/7/94 with pain and numbness in leg. Pt is status post right femoral/popliteal from pop bypass 5/7/94. Pt had graft removed 9/29 described as infected. Pt had above knee amputation 10/4/94.